Event description:
As cellular and viral-based drug agents increase in use, there have been notable increases in errors related to appropriate scientific notation use for protocoled doses and translation into electronic mars. Examples include interchange of e notation versus exponential function "e^n." Typically protocoled doses are noted as y x "10e^n," which are often mistakenly interchanged with ordered doses of "10^n," resulting in 10-fold error increases in charted doses. The appropriate conversion of y x "10^n" would be yen. Error occurred; medication did not reach pt. (B)(6). Submission ID: (B)(4).